Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2000 ohms. Additional information obtained from the field representative that the cause of high pli was not determined. However, sensing and threshold measurement were still in normal range. The rv lead was surgically abandoned and a new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.